Event description:
The customer called technical support (ts) and reported that the device shut down while in use, touchscreen is not working. The customer states that the unit shut off while in use on patient; however, there was no harm to the patient or user. The unit was removed from the patient without incident, unknown if unit alarms were activated but external pulse oxygen system alarmed and alerted staff. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit has been removed from service and awaiting onsite inspection by asp fse per customer, unit has been running in biomed shop with no problems or alarms activated. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Phillips field service engineer (fse) was dispatched to the site and determined the power management (pm) printed circuit board assembly (pcba) needed to be replaced. The fse completed the pm pcba replacement and tested the unit for functionality. The ventilator passed all testing and was cleared for clinical use. The failed pcba was scrapped locally. No component level root cause could be established. Device event logs were reviewed, and no codes were identified in the log which indicate device malfunctioned as reported. The customer has been unresponsive to multiple attempts at gathering additional clinical information. The investigation concludes that no further action is required at this time.